Event description:
Doctor indicated loss of integration of 4 implants in tooth locations 15, 13, 23 and 25.

Event description:
Doctor indicated loss of integration of 4 implants in tooth locations 15, 13, 23, and 25.